Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2009, product type: accessory. Product ID: 8709, lot# l60850, implanted: (B)(6) 1999, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
It was later reported that the patient began to feel overmedicated at 1:30pm on the day of the report and returned to the clinic at 5pm that day with overdose symptoms. The reservoir was aspirated again and the first 15-16ml were clear but the last mls were tinged. Saline was then put in the reservoir and aspirated and the saline was all colored tinged. It was also indicated that the device system delivered bupivacaine as well as dilaudid.

Event description:
Additional information later reported the pump was filled with saline. The patient currently on oral medications until the pump can be refilled with new (ordered) medication. Additional information later reported the drug that was aspirated from the reservoir and sent for testing came back to be the proper concentration and no issues were found. It was also reported that in all of the aspirations they never saw a volume discrepancy.

Event description:
The patient reported overdose symptoms, and the medication that was removed had a yellowish color. The pump was filled with saline afterwards. The medication was sent to be tested. The patient was brought back the next day. The preservative free normal saline was aspirated from the reservoir and everything was clear. A dye study was also performed and everything was okay. The pump was again filled with saline. The catheter was cleared, but it was not primed after the dye study. The pump had previously contained dilaudid, and it was calculated that the remaining dilaudid in the internal pump tubing would clear the system in 14 hours. It was later reported that 30 minutes after the refill, the patient experienced signs of being overmedicated. The logs were checked, a dye study was performed, and a reservoir volume check was performed. These tests did not indicate any complications with the device. The patient was currently taking oral medications until the results of the medication testing were reviewed by their physician.